Event description:
International affiliate reports that during a fracture fixation procedure, the tip of the final tightener broke off during set screw insertion. The broken tip could not be retrieved and remains within the implanted set screw.

Manufacturer narrative:
Depuy spine has requested return of the final tightener for evaluation. A follow up report will be filed upon receipt of the instrument and completion of the evaluation.

Manufacturer narrative:
No definitive conclusions. However, the tip breakage is indicative of the application of atypical force upon the instrument during screw tightening. At this time, the complaint is considered to be closed.